Event description:
It was reported that during a low anterior sigmoid resection procedure, when attempting to place the anvil, it would not snap on the device. The device was not used. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.